Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, this report will be updated. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified ventrio. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering severe and permanent personal injuries sustained by the patient."

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified ventrio. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per op notes, ¿a ventrio mesh was laid intraabdominally and tacked.¿ (B)(6) 2016 ¿ patient was diagnosed with peritoneal abscess, adhesion, mesh infection, fistula, cellulitis thereby underwent open repair with the removal of mesh. Per op notes, ¿a portion of the previously placed mesh was incorporated with native tissue where seropurulent fluid were encountered. The mesh appeared adherent to underlying bowel was removed. The area of fistulization to the mesh, within a loop of small bowel curving on itself and containing copious adhesions was resected.¿

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, this report will be updated. Addendum: h11 : this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k)#. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: g4 (PMA/510(k)#). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.